Manufacturer narrative:
Photo received for investigation. Upon visual evaluation, stopper separation from plunger is observed, therefore incident is confirmed. Possible root cause is associated with equipment that assembles the syringes, due to a breakage of a bearing responsible for the displacement of the disc components. No additional actions are proposed, the equipment's bearings are checked and re-lubricated every four months through preventive maintenance routines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: defective piston. The notified informs that it was not possible to use the syringe due to the bent piston that was noticed when opening the package.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the stopper separated from the plunger. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: defective piston. The notified informs that it was not possible to use the syringe due to the bent piston that was noticed when opening the package.